Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment using gore® dryseal flex introducer sheath (dsf) and gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. After inserting the 16 fr dsf, an attempt was made to insert the delivery catheter of trunk - ipsilateral leg endoprosthesis, but there was considerable resistance. The saline in the valve was reduced, but there was still resistance. The procedure was continued using a new dsf. After all stent-graft deployments, final angiography confirmed that the trunk - ipsilateral leg endoprosthesis partially covered the left renal artery. There was no change in blood flow to the left renal artery, so additional treatment wasn¿t performed. Type ii endoleak was confirmed, but it will be monitored. The patient tolerated the procedure.

Manufacturer narrative:
H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6.: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code a010402: used to capture partial coverage of the left renal artery with out change to blood flow. H.6.: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak. H.6.: code d1102: used to capture partial coverage of the left renal artery. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.